Manufacturer narrative:
The manufacturer received one device of an hx-202ur quick clip (lot#96k 28) for evaluation due to ¿clip failed¿. The user¿s complaint was confirmed. The manufacturer performed a visual inspection on the received condition and noted that the quick clip on the device deployed incorrectly. The distal end was checked and noticed that the clip jaws were opened with the clip pipe missing from the clip, see attached picture. The clip pipe was not returned for evaluation. The clip was further inspected and noted that the spring was visible and exposed. The insertion portion was inspected and did not find any external damages. The handle was manipulated and the movement was consistent and smooth. Based on the evaluation the manufacturer was able to confirm the users complaint however unable to determine the exact cause. The OEM is currently aware of the know quality issue, the device will be sent for further investigation.

Manufacturer narrative:
The device was received 11/01/2019. Device evaluation has not yet been completed. The investigation is ongoing, however if additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported that the hx-202ur clip failed during a colonoscopy. The device self-deployed and a piece fell off, but was retrieved. Another hx-202ur was then used to complete procedure without issue, no patient injury was reported.